Event description:
The customer reported two failed calibrations for the abbott axsym rubella lgg assay, where error code 1018 ( calibration check failure, cal a, result too high) was generated. The customer was sent a new lot of rubella reagent and calibrators and upon recalibration, the issue was resolved. There was no impact to patient management reported by customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.